Event description:
It was reported, that a revision surgery was necessary after nine years of implantation. After an x-rays examination, it was noticed that one of the fixation fins was broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.